Event description:
It was reported that the cassette sensor is defective. It was found during testing. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 11/13/2024. H3 and h6. Codes: updated. Device evaluation: the complaint of "cassette sensor defective" was confirmed through visual inspection and power up test. The cause was the downstream occlusion (dso) sensor¿s readings are sporadic and unable to be calibrated. Replaced the dso sensor to resolve the issue. The device passed visual inspection and power up tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.